Event description:
It was reported that during implant the lead would not constantly capture using the pacing system analyzer. Different pacing system analyzers were used with same lead however got the same result. This lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.